Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All additional information provided has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Potential causes include, kinks, leaks and blockages in the vacuum circuit or a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment with a renasys touch + f medium + 800ml canister in a pressure ulcer in the sacrum region, 1 day after the application, the dressing unstick, the exudate accumulated under the film and leaked out (from the dressing), but the renasys touch did not detect the leak. The dressing had no vacuum. Later the client did the dressing again and the problem happened again, changed the canister, but did not solve the problem. Only when the machine was replaced, the system returned to normal operation. No other consequences were reported.